Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Based on the information reviewed, there is no indication of an IFU deviation.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the left circumflex (cx) artery. A 2.5x12mm trek rx balloon dilation catheter (bdc) was advanced to the target lesion for pre-dilatation and was inflated twice to 12 atmospheres (atm), when a balloon rupture occurred on the second inflation. The bdc was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A same-sized non-abbott balloon was used to successfully complete the procedure. No additional information was provided.